Event description:
The facility reported a colleague infusion pump with failure code 808:02. This event occurred during testing in biomed service. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 808:02 was confirmed and reproduced during product evaluation. Due to estimate refusal by the customer, the cause was not identified and the device was returned to the customer unrepaired. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.